Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was connected to (B)(4). The bend relief in white cable was completed broken through all layers, no damage was noted in underlying cable and no alarms were noted. It was attempted twice to switch to the patient's back-up controller ((B)(4)). Both attempts were unsuccessful due to the driveline being unable to click into the pocket controller. The driveline of the patient would not seat into the opening. The controller and connections were inspected and no damage was noted. This is the first time patient was hooked up to this controller since implant. Attempted a second connect with vad coordinator and vad cardiologist, that was unsuccessful. Reconnected to original controller to recover patient. The final connection was made to brand new controller without difficulty as primary controller (B)(4). During disconnect patient became symptomatic and felt dizzy, lightheaded, and noticeable less alert. Elected to reconnect patient to the damaged cable controller to re-establish flow. Patient recovered in matter of seconds. The patient did not have any additional symptoms. There were no alarms after the controller was exchanged. The patient was now stable at home. Manufacturer report number of back-up controller: 2916596-2020-06325. Manufacturer report number of modular cable: 2916596-2020-06328.

Manufacturer narrative:
(B)(6) is addressed under MFR # 2916596-2020-06325. (B)(6) is addressed under MFR # 2916596-2020-06329. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty inserting the driveline into the system controller was not confirmed to be related to the modular cable. The issue was found to be related to the system controller, serial number (B)(6) . The heartmate 3 vad modular cable, lot number 199192, was not exchanged and remains in use. The root cause of the reported event was not correlated to an issue with the modular cable. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 199192) was manufactured in accordance with manufacturing and qa specifications. Lot #199192 was shipped to the customer on (B)(6) 2018. The heartmate 3 patient handbook under section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. The heartmate 3 patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.